Event description:
It was reported that the patient was shocked twice due to t-wave oversensing. The sensitivity was not changed. It was also noted that the patient was part of the shock-less study. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.